Event description:
It was reported that the lead was extracted due to unknown reasons. No adverse patient effects were reported.

Manufacturer narrative:
This report contains updates to fields h6: impact codes, along with any other relevant fields have been updated.

Event description:
It was reported that the lead was extracted due to unknown reasons. No adverse patient effects were reported.